Event description:
It was reported via user/facility medwatch# (B)(4) that guide wire tip detachment occurred. The target lesion was located in the distal left pedal artery. A 300cm choice pt graphix intermediate guide wire was advanced to cross the lesion. However, upon attempting to remove the guide wire after balloon inflation, the tip broke off approximately 0.5cm. The detached tip was unable to retrieve. The procedure ended leaving the tip in place and no further patient complications were reported.